Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's son reported that the patient had experienced vomiting while connected to the cycler and the patient subsequently went to the hospital. Follow-up information reported by the patient's pd nurse confirmed that the patent had been hospitalized for peritonitis on (B)(6) 2016 and discharged (B)(6) 2016. The patient had been treated with antibiotics. The patient was subsequently admitted to the hospital on (B)(6) 2016 and presented with abdominal pain and vomiting. The patient's pd catheter was discovered to have a yeast infection and was removed. The patient was transferred to hemodialysis.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
The patient's peritoneal dialysis (pd) nurse confirmed the patient's dates of hospitalization were from (B)(6) 2016 through (B)(6) 2016. The pd nurse also reported that the patient had a urinary tract infection as well, but it was not related to pd therapy or the dialysate. Culture of the pd effluent was performed only on (B)(6) 2016 and was positive for yeast infection. Based on review of medical records information it was determined that, on (B)(6) 2016, the patient presented to a hospital with abdominal pain, diffused swelling, febrile, chills, was diagnosed with peritonitis and was admitted. A chest x-ray performed on (B)(6) 2016 showed trace bilateral pleural effusions and mild bibasilar atelectasis. On an unknown date during the admission, the patient was initiated with vancomycin and zosyn (piperacillin/tazobactam); dose regimens and routes not reported. On an unknown date during the admission, the patient's peritonitis therapy was changed to levaquin (levofloxacin); dose regimen and route not reported. On an unknown date during the admission, the patient underwent a thoracentesis for moderate pleural effusion. On (B)(6) 2016, the patient was discharged from the hospital, it is unknown if the event of peritonitis has resolved, and it is unknown if the patient continues ccpd therapy.

Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode could not be confirmed.